Event description:
(B)(4). Extreme neck pain everyday. I didn't mention it because I thought I would get better. I had an x-ray in (B)(6). Confirmed arthritis and degenerative disc disease. I'm being tested for autoimmune diseases. I will continue to write my symptoms and di.

Event description:
(B)(4). My thyroid is enlarged doctor is sending me to an endocrinologist for further testing. My blood work had elevated endocrine levels. They took more blood for test on (B)(6).